Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (eifu), as possible adverse event of use of the device. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Reportedly, the device failed to achieve hemostasis due to the artery being calcified. The patient effect and treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the sutures of two (2) prostyle devices were pre-placed. The tavi procedure was completed. Hemostasis was not achieved with the pre-placed prostyle sutures although the suture knots were advanced to the vessel wall. An attempt was made with three (3) additional prostyle devices; however, hemostasis was still not achieved. The reported information stated that it is likely that the devices failed due to the artery being calcified. There was no other reported device issue. A vascular surgeon was contacted whom performed surgical closure of the access site. The patient required a red blood cell transfusion. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
Study patient ID#: (B)(6). It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide device after a transcatheter aortic valve implantation (tavi) interventional procedure using a 14f sheath. Reportedly, an attempt was made with five (5) proglide devices; however, hemostasis was not achieved. The reported information stated that it is likely that the devices failed due to the artery being calcified. There was no other reported device issue. A vascular surgeon was contacted whom performed surgical closure of the access site. The patient required a red blood cell transfusion. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.